Event description:
It was reported that the sponge of a minicap had inadequate iodine. The care giver stated that the sponge appeared flaky with dry iodine. This was found before use as the over pouch was opened. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 8.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured from 09 mar 2015 through 13 mar 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.